Event description:
It was reported to boston scientific corporation that an advanix biliary and naviflex rx delivery system was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation finding of a stent barb torn. Please see block h10 for the full investigation details.

Manufacturer narrative:
Imdrf device code a0414 captures the reportable investigation finding of a torn stent barb. : the advanix biliary stent and naviflex rx delivery system were received for analysis. Visual inspection found that the stent suture hole and stent bard were torn and the stent was still attached to the delivery system. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of stent failure to deploy because the device was returned with the stent still attached to the delivery system; and the stent suture hole and the stent barb were both torn. The investigation concluded that the stent barb could have gotten torn as a result of the way the device was handled during the procedure. It is also possible that the stent barb was damaged when the device was being taken out of the patient. There is no information regarding the usage of the stent barb cover, however, if the stent barb cover wasn't used during the procedure, the stent barb could have gotten torn while it was being placed into the scope. Additionally, if the stent barb was already torn when trying to deploy the stent, it would not have allowed stent deployment. A forced deployment would have only generated more pressure into the system; causing damage in the stent suture hole to the point of getting torn. Therefore, taking all available information into consideration, the overall root cause of the reported event is an adverse event related to the procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.